Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was due to corrosion on the battery board and the y1 and u13 component being shorted. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.